Manufacturer narrative:
Pending investigation. Upon completion of the investigation, a supplemental medwatch report form 3500a will be sent to the FDA.

Event description:
The customer reported that the injector was knocked down. There was no injury to the pt or staff.